Manufacturer narrative:
A patient's lead fractured was reported to abbott. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg extension, model: mn10550-50-ab2308, UDI: (B)(4), batch: ab2308.

Event description:
Related manufacturer reference number 1627487-2023-03067. It was reported the patient underwent an explant in (B)(6) , where the system was explanted (manufacturer reference number 1627487-2023-03066), during which the patient's leads broke. Surgical intervention may be pending to address the broken leads. The investigation did not determine which leads had broken.